Event description:
It was reported the patient had their lead removed due to the stimulation circuit being obstructed and the patient did not respond to stimulation. The symptoms the patient had prior to implant had returned again about a month prior to this report. The patient¿s healthcare professional (hcp) determined the cause of the event was a lead problem and the lead was fractured. Following the patient¿s revision to replace the lead they were doing well and there was a 50 percent or greater symptom reduction.

Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# 0205738465, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the lead found no significant anomaly. The body of the lead was cut through and the product was segmented.